Event description:
Customer reported a split in tubing was identified below upper fitment while infusion was in progress. There was no pt harm reported and medical intervention was not required. Customer sates that no further pt/event info is available.

Manufacturer narrative:
(B)(4). The customer's report of set split in the silicone segment was confirmed. Visual inspection of the received set revealed that the silicone segment had a 0.2345 inch long tear near the upper fitment. Microscopic inspection noted two crush marks to the upper blue fitment. Functional testing was performed and a leak was noted coming out from the silicone tubing near the upper fitment. No other anomalies were noted on the set. The cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown. Conclusion- no available code for undetermined or unknown cause.